Manufacturer narrative:
This lead remains implanted (but out of service); therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and oversensing. Subsequently, the patient underwent a revision procedure, and this lead was surgically capped (it remains implanted but out of service) and replaced without incident. Besides intervention, there were no other adverse patient effects reported. It was noted that the patient's implantable cardioverter defibrillator (ICD) was also replaced during the procedure as its battery was low (only four years remaining) and the physician did not want to re-intervene in four years.